Event description:
A greenfield filter was implanted on (B)(6) 2011. On (B)(6) 2011 the patient experienced deep vein thrombosis (dvt). On (B)(6) 2011 to (B)(6) 2011. On (B)(6) 2014 the patient experienced deep vein thrombosis (dvt). No further patient complications were reported.

Event description:
A greenfield filter was implanted on (B)(6) 2011. On (B)(6) 2011 the patient experienced deep vein thrombosis (dvt). On the same day thrombosis/embolism was noted. The patient was hospitalized from (B)(6) 2011. On (B)(6) 2014 the patient experienced deep vein thrombosis (dvt). No further patient complications were reported. It was further reported that the patient presented with weakness and left leg swelling on (B)(6) 2011. On the same day insertion of inferior vena cava greenfield filter and insertion of triple lumen catheter under fluoroscopy was performed. The greenfield was introduced under fluoroscopy and well positioned into the infrarenal inferior vena cava. The patient tolerated the procedure well and was transferred to recovery in stable condition. On (B)(6) 2011 the patient underwent a venography procedure. The exam revealed dvt, a catheter was then advanced centrally which confirmed clot extending into the left external and common iliac vein. The ivc is patent though there is a small amount of clot within the filter. Angiojet thrombectomy was performed to debulk the clot followed by infusion. The patient tolerated the procedure well. The patient was discharged on (B)(6) 2011.

Manufacturer narrative:
Correction to b3 date of event. Initially reported as (B)(6) 2014 date is corrected to (B)(6) 2011. Correction to d6 implant date. Initially reported as (B)(6) 2011 date is corrected to (B)(6) 2011.